Event description:
(B)(4) received a call on 06/15/2016 reporting medical interventions that occurred in (B)(6) of 2016(exact dates are not known). In each of the 3 events patient was unconscious. Patient was unable to recall the readings on the prodigy meter at the time of the events. Patient's normal glucose readings at the time of the events is 130mg/dl. Paramedics were called in each event and patient was transported to ER and admitted. Patient's glucose reading upon arrival at the ER was unknown for (B)(6). Glucose reading in april was 22mg/dl upon arrival at ER. Patient was administered IV at ER but the type of IV was unknown. Patient's total stay in hospital was 10 days for each month. His (B)(6) stay was continued in a rest home for an undetermined length of time. Patient's insulin and other oral medicine was lowered after the events. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.